Event description:
It was reported that during a da vinci si prostatectomy procedure the fenestrated bipolar forceps instrument did not close. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering evaluation found that the clamp did not close. The one grip was bent, causing side to side misalignment of grips. There was a .035 offset at the tips. The bent grip had separation of the yaw pulley and pulley cover at the glue joint, indicating overloading at the tip. The same grip was also twisted so that one side of grips had a .050 gap when grips were in the closed position. The grasping functionality was diminished due to the grip damage. Additional observation was various scratch marks with light material removal at the distal end of the main tube. The scratches were .060 - .200 in length and not aligned with the tube axis. Engineering concluded that damage was likely due to mishandling.